Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to the patient's wound "not closing". It was also reported that the surgeon noted the pocket did not appear to be infected. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.